Event description:
It was reported that an arteriotomy closure of the moderately calcified and moderately tortuous right common femoral artery was attempted using a proglide device with a 6f sheath after a stenting interventional procedure of the superficial femoral artery. Reportedly, a posterior cuff miss occurred. A second proglide device was used with the same result. A non-abbott device was used and did not achieve hemostasis. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. (B)(4). The safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported cuff miss was not confirmed. Inspection of the returned device indicated that both cuffs successfully captured the needles during the plunger deployment, but the link was detached at the swage end of the posterior cuff during the needle plunger retraction. Link detachment would have resulted in a failure to retrieve the suture and could appear very similar to the reported cuff miss. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there is no indication of a product quality deficiency.